Manufacturer narrative:
In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the tubing set causing a temporary loss of blood pressure monitoring for the patient. There was no patient harm reported. No additional information is available.